Event description:
There were 2 fibers involved in this complaint. Only fiber #1 is MDR reportable. Fiber #1 broke near the distal tip inside the scope and fiber #2 broke at sma connector. Fiber #1: fiber was broken 4 cm from the distal tip with a burn mark on both ends of the break. There is a bend on the end of the broken fiber indicating the fiber was bent when fired.

Manufacturer narrative:
Fiber #1 had a break 4cm from the distal tip which appears to be at the front of the scope. It is possible that the user pulled the fiber through the scope during laser firing causing the fiber to break. This is a user handling problem not a design or manufacturing defect. Fiber #2 had the fiber separated/pulled from the sma connector. This appears to have been done by the user since the fiber had acceptable power transmission readings when released from dornier.